Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available.

Event description:
It was reported the patient's blood glucose level (bg) rose above 400 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly came out of the infusion site (leg), causing the cannula to dislodge. A correction was administered with an insulin pen.